Event description:
This report was received from an ophthalmologist of three pt's who underwent cataract extraction with lens implant and experienced a postoperative refractive error or 3-5 diopters. This man had an initial implant in the right eye on 10/22/96 with a model 815a / 21.50 (d). It was unknown at the time of the report if the lens had been explanted and replaced (another ophthalmologist in the clinic was the surgeon in this case). Ophthalmologist was questioning if it was possible that the lens power and package labeling did not match. He reported that all of the equipment used in clinic was rechecked and remeasured and initial measurement was correct. Add'l info is being sought as to what problems lead to finding the refractive error in this pt, any diagnostic procedures, treatment and outcome, however, no further response was received from source. Co requested a return of lens if explanted for further investigation. A batch review of the lens was done by MFR and diopter correct. No further info is expected.